Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the leak occurred at the connection between the male end of the non-bd connector and the female end of the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. No cracks or other anomalies were observed on the set during visual inspection. Functional testing was performed and the set leaked at the engagement between the set's female luer and the non-bd valve. After tightening the engagement, no leaks were observed. The root cause was identified as a loose connection between the two mating products.